Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and was unable to duplicate the reported malfunction. The ventilator was set to run for several hours without issues. The unit passed all tests and calibrations and was found to be operating within the manufacturing specifications.

Event description:
It was reported that the top screen of a ventilator display malfunctioned. There was no patient involvement. There is no report of death or serious injury associated with this event.